Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anes 22 mini tray failed to open the fentanyl pocket. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray was failed to open. A field service engineer found that the mini drawer 1.8 was failed and had pharmacist to recover the pocket and the pocket was recovered and tested the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.